Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 experienced during evaluation which was reproduced. System error 105 was confirmed and caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed system error 105. There was no patient involvement.